Event description:
The company was notified that the pt was hospitalized with pneumoencephalitis and was discharged in 2007. It was also reported that the pt underwent surgery on a week later to re-pack a very large cochleostomy.

Manufacturer narrative:
The doctor decided not to explant the pt's cii device as the device was functional, and the pt had sound. In 2007, he repacked the cochleostomy to prevent germs from entering the cochlea and to prevent fluids from leaving the cochlea. The goal was to prevent any "siphon" effects of the vp shunt in the area of the left ear cochleostomy and establish a barrier at the cochleostomy to keep fluids in and germs out. It was reported that the doctor was pleased with the outcome of the procedure.